Event description:
Discordant high hba1c result were reported when compared to a reference method. There was no impact to patient care as a result of this event.

Manufacturer narrative:
The cause for this discordant hba1c result is unk.